Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the endo clip ii device had multiple clips scissor and cut the duct before clipping. Another clip applier was used to clip off the duct and complete the procedure. A drain was placed in the patient prophylactically. The patient is currently stable. The device was used in conjunction with a versaport bladeless optical trocar. The endo clip ii device was disposed of and will not be returned.